Event description:
Product mislabeled as whole patella ligament. The graft was unthawed & prepared for use. The graft was identified as being of a different type. The physician was notified and stated that this graft would work. He consulted with the familty and notified them on his intentions. The family consented. The case proceeded well and with no adverse reactions. The pt required no additional treatment or medications.

Event description:
Add'l info received from MFR 5/6/03: the product referenced in the report is a frozen achilles tendon, classified as human tissue by the center for biologics evaluation and research.